Event description:
It was reported that sensing had decreased. After the lead was repositioned, the signal did not improve. The lead was explanted and replaced.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
This is to correct brand name, common name, product code and PMA number.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.: device evaluation anticipated, but not yet begun.